Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04269. It was reported the pt was experiencing jolting sensations that occur at the pocket site and run down her leg. The sjm rep met with the pt and determined all sixteen contacts had low impedances. X-rays did not reveal any visible issues with the system. It was reported surgical intervention was a possible next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.